Event description:
Boston scientific crm received information that this clinic nurse contacted technical services in (B)(6) 2009 to request a longevity calculation for this device. The reported monitoring voltage was 2.57 volts. Boston scientific's technical services could not provide an estimated longevity calculation but informed the clinic nurse that the device's total implant time, as of (B)(6), 2009, was less than 27 months. Technical services recommended that the patient's follow-up schedule should be changed to monthly and the device should be explanted at elective replacement indicator (eri). Subsequently, boston scientific crm received information that this local representative contacted technical service to request a longevity calculation for a new device at various programed outputs. The estimated longevity for a new device was calculated at greater than four years. Additionally, the local representative informed technical services that the left ventricular (lv) pacing threhsolds have been chronically elevated. Boston scientific crm received information from an implant form that this chronic device was electively explanted in (B)(6) 2010 due to normal battery depletion. The device was received at boston scientific's post market quality assurance laboratory for testing.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that the device's life cell capacity, current drain, and expected longevity were normal. The device passed the automated therapy verification testing. The device casing was opened and an external power supply was attached. Electrical testing did not identify a high current drain. It was concluded that the device's operational and functional capabilities were normal.